Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During interrogation, the ICD was found to be in a bvvi mode with defib therapies off. The device and lead were explanted.

Manufacturer narrative:
The device was received in hardware backup vvi reset mode due to a por (power on reset). The device delivered shocks into an open load due to a damaged lead, and causing it to revert to hwvvi. The device's functionality was tested on the bench and on the automated electrical test system. The device met all specifications.